Event description:
It was reported that balloon tear occurred. The target location was located in a right lower extremity vein. A 12.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, there was no resistance felt on the inflation device when they went to deploy the balloon. The physician then pulled negative, and the inflation device filled with blood. The device was removed from the patient's body. Upon inflation on the table, the balloon leaked contrast and could not even hold up to 1 atmosphere of pressure. A tear was noted on the balloon and the procedure was completed with another of the same device. No patient complications were reported.